Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code ¿ ni. Expiration date ¿ ni. Manufacture date ¿ ni.

Event description:
During a wrist procedure, the surgeon had difficulty inserting the screw into the plate. There was no patient injury or delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
During a wrist plating procedure, the surgeon drilled a screw hole and inserted a non-locking screw. The surgeon determined he needed to position the plate more distal, so he loosened the screw, pulled the wire, and slid the plate distally. Upon attempting to re-tighten the screw, it spun against the patient's bone and could not be inserted. The screw was removed and a longer screw was attempted, however there was still no bone purchase. Another plate and screw system was utilized to complete the procedure.